Event description:
Term female infant born with soft cup vacuum assistance to primiparous mother following uncomplicated pregnancy. Baby was presenting left occipital posterior soft cup vacuum applied for 15 mins over anterior fontonelle. Baby developed subgaleal hematoma and hypovolemic shock. She also developed rt frontal lobe hemorrhagic infarct and seizure activity. Baby currently w/rt frontal porencephalic cyst.